Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer mother reported via phone call, the act button on the insulin pump wasn't working properly. The device wasn't dropped, bumped, or exposed to moisture. The device is not returning for analysis.